Manufacturer narrative:
The product analysis indicates that the handpiece was noisy and the reported issue was confirmed. The one-minute pre-repair temperature test results are as follows: 140f at the nose, 90f at the middle, and 80f at the rear. The handpiece was disassembled for further inspection. The internal parts were polluted with foreign debris. Worn bearings and o-rings were replaced as well as additional parts. The handpiece was successfully tested to specifications.

Event description:
It was reported that the handpiece was getting too warm. There was no patient or user impact or injury.